Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the logo was displayed when the computer was turned on and the application could not be entered. The host pc power supply, hard disk, and keyboard were checked but no fault was found. The fse suspected the keyboard button was pressed accidentally during start up in the reported event, which interrupted the startup process. Since the customer claimed that they did not touch keyboard during the time, so possibly keyboard button was defective. Hence, the fse replaced the keyboard and monitored the system for a period of time. After functional checks, the system was returned to use in good working order.